Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed and passed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The reported allegation could not be reproduced with the returned device. The probable cause was the patient closed the mobile app.